Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified in the event history log. Power up test was performed. The customer's problem was duplicated. The cause of the issue was a contaminated mainboard. The mainboard was replaced to fix the issue.

Event description:
It was reported that the device had an error displaying a2d voltage background test. There was some damage to the case. There was no delay of therapy. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.